Event description:
It was reported by the customer that during the pre flushing process of the PICC catheter, the operating nurse used a new twenty milliliter sterile saline syringe and noted no resistance during the bolus. The catheter was unobstructed with no leakage or bending. It was reported that during aspiration, the nurse was unable to withdraw saline and determined that the valve function of the catheter was defective and not suitable for clinical use. A new catheter was used to complete the PICC insertion.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of unable to aspirate is confirmed; however, the exact cause could not be determined. One 4 fr groshong with stiffening stylet and a photograph were returned for evaluation. The catheter was received with the stiffening stylet inlaid within the device. Microscopic examination of the valve cut was unremarkable and the valve length was measured to be within specification. No potential cause for valve malfunction was observed during microscopic examination. Repeated functional flow tests of the catheter concluded that the groshong valve did not open for aspiration as intended. Infusion tests were successful but the catheter would not aspirate. Following initial valve aspiration testing, the valve was re-lubricated with silicone oil and additional aspiration testing confirmed aspiration. Because application of silicone lubricant established proper valve function, it is reasonable to conclude that a lack of lubricant contributed to the reported event. It is unknown if the lubricant applied during manufacture was affected by the clinical procedure or if the lubricant was affected prior to attempted device use. It should be noted that aspiration is not assured through the stylet flushing adaptor (flush only) and it was unknown if that was potentially a contributing factor in the alleged event. This complaint will be recorded for future trending and monitoring purposes.